Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 2.75mm x 12mm nc emerge® balloon catheter was selected to treat the lesion. However, it was noted that the guide wire port got flattened and severe resistance was met upon removal. The device was replaced and the procedure was completed with a non-bsc product. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter removal difficulties were encountered. A 2.75mm x 12mm nc emerge® balloon catheter was selected to treat the lesion. However, it was noted that the guide wire port got flattened and severe resistance was met upon removal. The device was replaced and the procedure was completed with a non-bsc product. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous shaft kinks. Functional testing was completed using a thruway .014 guide wire, as the guide wire used in the clinical event was not returned for analysis. The thruway guide wire was inserted distally and advanced through the entire length of the device. No resistance was felt and the difficulty was not confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).